Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of skin irritation, dizziness, headache, other (unspecified event), pericardial effusion and extreme fatigue. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of skin irritation, dizziness, headache, other (unspecified event), pericardial effusion and extreme fatigue. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. Box b: describe event or problem was corrected.